Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low sensing on the ventricular lead was observed. Two attempts to induce vf were unsuccessful. A possible mix-up of svc and df-1 plug during a revision in 2009 could have been the reason of the low sensing. The pace/sense portion of the lead was capped. The defib portion remains active.